Manufacturer narrative:
The initial MDR was filed on july 31, 2017. (B)(6).

Manufacturer narrative:
The initial MDR was filed on july 31, 2017. The first supplemental MDR was filed on august 28, 2017. Additional information (09/20/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event and was not able to identify the cause. This is considered an isolated event possibly related to sample quality. The cause of the discordant, falsely elevated bhcg result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. .

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated no other bhcg results were questioned. Ccc reviewed the instrument data files which indicated that quality controls (qc) were in range on the day of and the day after the event occurred. The cause of the discordant, falsely elevated bhcg result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it and requested a repeat. The sample was repeated, resulting negative. A new draw obtained the following day ((B)(6) 2017) was tested on an alternate dimension vista instrument, resulting negative and matching the patient's clinical history. The original sample was then repeated on the alternate dimension vista instrument, resulting negative. The new draw result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bhcg result.